Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with unspecified intraperitoneal antibiotic medications. For the event. It was reported that continuous cycling pd therapy was discontinued and patient was transferred to continuous ambulatory pd and hemodialysis therapy. At the time of this report, the patient was recovering from peritonitis.